Event description:
I was told procedure would take 15 minutes but took 4 hours. I was in so much pain and kept calling dr who ignored me. Called another dr and he had me come in for surgery immediately to remove coils. Couldn't find them since they migrated after 2 months. Had to have tubes removed. Found fertilized egg and three coils. Dr who did essure lied in his report as said he inserted two. (B)(4).